Event description:
It was reported that two weeks post device implant; the implantable cardioverter defibrillator exhibited oversensing of noise on the atrial lead resulting in inappropriate ventricular pacing. The device was reprogrammed and it only resolved the issue for some time. No additional information was available.

Manufacturer narrative:
New information received is covered in the event description. Company representative selected.

Event description:
New information received on (B)(6) 2017, that the atrial lead noise was not reproducible upon manipulation of lead or device. The medication change resulted in increased atrial pacing but the patient did not feel the pacing in clinic. Programming changes were done. The physician decided to continue to monitor and no intervention, replacement or revision has been performed.